Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of "hi" (greater than 500 mg/dl), 233 mg/dl and 133 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
It was reported that during a breast biopsy procedure, they were not getting any samples. They changed probes 2 times and continued to have the issue. They switched to the different device and finished the case.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B) (4). (B) (4). Damaged lateral vacuum tube the hh8bex device (a) was returned with the line vacuum hoses cut off and missing. The probe was connected to a test holster and control module, initialized, and functioned properly. The cutting feature of the instrument was evaluated with a test media and it cuts as intended. However, the vacuum feature of the device was not evaluated due to the condition of the line hoses. A batch record review was performed and no anomalies were found during the manufacturing process. The hh8bex device (b) was returned with the line vacuum hoses cut off and missing. The probe was connected to a test holster and control module, initialized, and functioned properly. The cutting feature of the instrument was evaluated with a test media and it cuts as intended. However the vacuum feature of the device was not evaluated due to the condition of the line hoses. A batch record review was performed and no anomalies were found during the manufacturing process. Batch # f9h81z: expiration date: 07/2014, manufacturing date: 08/2009, damaged lateral vacuum tube.